Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Right knee pain [arthralgia]. Knee effusion [joint effusion] lack of effect [therapeutic response decreased]. Case description: initial info was received on 26-feb-2008 from hcp. The female pt, (B) (6), is of unk age and medical history. The pt received a series of synvisc injections in the right knee on (B) (6)-2007, (B) (6)-2007, and (B) (6)-2007. She experienced a lack of effect from synvisc and no change in right knee pain. At the time of this report, the outcome of the pt was unk. No further info provided. Add'l info was received on 19-may-2008 from hcp. The pt has a medical history of moderate osteoarthritis for duration > 1 year with joint narrowing and osteophytes, and previous nsaid therapy. Effusion was not collected prior to synvisc injections in the right knee. On (B) (6)-2007, the pt experienced no improvement or benefit from synvisc injection(s). On (B) (6)-2008, the pt received 8cc of 7% xylocaine and an 80 mg depomedrol ia injection for the treatment of pain and effusion. At the time of this report, the outcome of the pt was unk. No further info provided.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.